Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reportedly was admitted into the hospital with a blood glucose (bg) level of over 500 mg/dl. Customer declined follow up from tandem technical support to obtain further information. No additional information was provided.